Event description:
The hospital reported that the heartstring was not aligned properly. The hospital did not report any pt effects. The hospital has not yet advised whether the product is available for return.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).